Event description:
It was reported that interrogation was intermittent. The measured battery data was at 2.54 v, 10 ua, 23.3 kohms and the device was not at elective replacement indicator (eri). Several attempts to interrogate the device were unsuccessful.

Manufacturer narrative:
No medwatch form was received.